Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 693565 implantable tachy lead: (B)(6) 2010. A 4196 implantable pacing lead: (B)(6) 2010. A 4076 implantable pacing lead: (B)(6) 2010. (B)(4).

Event description:
It was reported that product performance data was reviewed and classified as inappropriate detection and inappropriate treatment. It was further reported that the device detected two episodes of monitored ventricular tachycardia (vt); however the investigator classified the episodes as supraventricular tachycardia (svt). The device remains in use. The patient was enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.